Event description:
It was reported that a novum iq large volume pump had an unspecified halting system error alarm. This was observed when a patient infusion had been running for approximately 5 hours; precedex 1000/250ml 37.9ml/hr ran as a primary infusion without any extensions or filters. The nurse followed the prompts on screen to clear the alarm by powering off the pump; however, when the pump was restarted the same error occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) # - the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.